Event description:
It was reported the patient was having problems with the deep brain stimulation (dbs) system and she went to her physician¿s office around (B)(6). The patient was getting shocking sensations and it was determined there was a problem with one of the leads. The patient was switched to a different lead, and inquired as to whether it was safe to have the short in the lead still but not have it replaced. There was tenderness over the burr hole which she noticed the weekend prior to report. When she would put pressure on it, she¿d develop a headache. The manufacturer representative ¿noticed some fluctuations in the numbers they were getting¿ during her appointment in (B)(6). Additional information received reported the patient still had concerns regarding her device or therapy but was working with her physician or manufacturer representative. Refer to manufacturer report #3004209178-2013-21164. The patient had bilateral dbs systems and it was unclear which device the event pertained to.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v013940, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3389s-40, lot# v021177, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was later reported that the patient had deep brain stimulators on both sides since 2007. Two years prior to the date of this report the patient had started to notice a "shocking" sensation in one of their arms. The patient saw their neurologist and manufacturing representative, the stimulator was switched to a different lead and the one that was producing the shocks had been turned off. There had been no problems since. The patient inquired if they should be thinking about having the leads replaced on that side.